Event description:
Pt underwnet cardiac surgery several rys ago in which steel sutures were used to approximate the sternum. This pt reportedly had a known snesitivity to metal. The pt developed unspecified reactions and subsequently was returned to surgery at an unspecified time of suture removal. No further information was provided.